Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they had a bent cannula and that they experienced high blood glucose of 440mg/dl. The customer was treated with bolus. The customer's father declined troubleshooting for high blood glucose. Customer was assisted with bent cannula troubleshooting and was advised to change infusion set. The insulin pump will not be returned for analysis.